Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be interrogated. A message stating that the bluetooth component was not plugged in or not properly connected was noted. The bluetooth was confirmed to be appropriately inserted and a magnet was used to attempt the interrogation. Another programmer was used.